Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system was oversensing noise resulting in the delivery of inappropriate shocks. An invasive procedure was performed to replace the lead. After the lead was disconnected from the ICD, an impedance of >3000 ohms was noted when tested with a pacing system analyzer (psa).